Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on may 31, 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.